Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error alarm. The customer's blood glucose levels were not provided at the time of the incident. The customer stated that the insulin pump alarm had reoccurred. The customer also reported having battery life issues. Troubleshooting was provided. The power error alarm was not fixed. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump received power error due to connector resistance issue. No battery alert noted during testing.